Event description:
A report was received that the patients ipg would not hold its charge. It was also reported that the physician suspected the ipg had flipped. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint of the charging issue was investigated. Upon receiving the device was in hibernation, and was fully charged in one charging cycle. The battery depletion and sleep current rates were within the expected ranges when the device was turned off. The source of the charging issue would likely due to the ipg orientation or pocket depth as the patient data indicates low charging current below 30 ma.

Event description:
A report was received that the patient's ipg would not hold its charge. It was also reported that the physician suspected the ipg had flipped. The patient underwent an ipg replacement procedure.